Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. Technical services (ts) was consulted, and it was found that there were small beats oversensed and other ones went under refractory. Sensitivity adjustments were recommended. No adverse patient effects were reported. This crt-d remains in service.